Manufacturer narrative:
The returned device was solely the battery case and batteries. The hand piece was not returned. It was noted that the battery case wires to the hand piece had been severed. Additionally, it was discovered that some of the batteries had ejected the anode and corrosion was prevalent due to the battery acid expulsion. Per the customer's report, the incident occurred afer surgery was complete and the room was bein broken down. Visual inspection of the battery case confirms the customer's reported event. The batteries had heated up causing an expulsion of battery acid inside the battery case. Using the information from the customer's report, the most probable cause for this event is user error in disposal of the device. Cutting wires can potentially cause them to short out spiking the current in the battery pack to a point that the pressure inside the battery quickly increases until it causes the battery to eject the anode.

Event description:
It was reported that the batteries melted in the zimmer pulsavac plus case. The reported issue occurred after the surgery was complete and the room was being broken down. There was no patient involvement/patient injury or surgical delay associated with the reported event and no additional product was required as the battery pack for the following case was monitored and performed normally.